Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department from a medical surgical department with an unsigned note that stated, "touchscreen not responsive." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.